Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of alopecia ("hair loss") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced alopecia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysto). Essure was removed. At the time of the report, the alopecia had not resolved. The reporter considered alopecia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of alopecia ("hair loss") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced alopecia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysto). Essure was removed. At the time of the report, the alopecia had not resolved. The reporter considered alopecia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical problem). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "I wasn't blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia had not resolved. The reporter considered alopecia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added and event I wasn't blocked added. Event medical device removal was added and alopecia previously reported incident was downgraded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "I wasn't blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair loss") and genital haemorrhage ("I was bleeding heavy again") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage and uterine leiomyoma outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, genital haemorrhage, medical device removal and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event I was bleeding heavy again and fibroid added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.